Event description:
Spontaneous call from patient to request a pump replacement and one make up dose. Per patient the freedom pump failed to work last night when trying to self infuse, the back stopper failed to advance forward and did not push the plunger forward. Did the product fault occur while in use with the patient? Unknown; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes; did we replace the device? Yes; did the patient have a backup device they were able to switch to? Unknown. Reported to (B)(6) by pt/caregiver.